Event description:
Components that were replaced during service were returned to the manufacturer's product investigation laboratory for further investigation. During the evaluation of the device's sensor board at the manufacturer's product investigation laboratory, flow tests failed due to faulty sensors mt2 and mt5. The components were scrapped.